Event description:
The device was returned for disposal only with no information. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Code refers to the anchor, and the plug. Final device analysis of the first lead revealed no significant anomalies; the lead was cut through (suspected explant damage). Final device analysis of the second lead revealed that all conductors were broken 22.6cm from the distal end of the lead near the anchor site. The distal end was also stretched in between electrodes #1 and #2. Final device analysis of the anchor revealed that the titanium insert was separated from the silicone sleeve. Final device analysis of the neurostimulator, and the plug revealed no anomaly found. No conclusion as to the relationship of the device; to event can be determined as no event was reported.